Event description:
It was reported that the fluid would not infuse. The infusion time was complete but the bag was still found to be full. The event occurred twice and occurred in the medical surgical care area. The pump was programmed in basic mode at a rate of 100 ml/hr for a vtbi of 100 ml. The IV administration set was discarded. There was no pt injury reported. The pump was tested for flow rate accuracy by the facility and operated within specs. The pump also recognized and alarmed an upstream occlusion during testing.

Manufacturer narrative:
(B)(4). The pump was tested by sigma for upstream occlusion sensor and downstream occlusion sensor and passed. A flow rate test was performed per the spectrum svc manual (200 ml for 50 ml) with the unit passing having delivered 49.41 ml. An add'l flow rate test was performed using the parameters found in the history log on the day of the reported event (100 ml/hr for 100 ml) with the unit passing having delivered 99.30 ml the reported event could not be reproduced.